Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed open and seeping blisters under the ucor ams patch. There was no alleged device malfunction contributing to the irritation. The patient's reported reaching out to the physician regarding the skin irritation, however, it's unclear if the physician provided any type of medical intervention. Outcome of the skin irritation is unknown.